Manufacturer narrative:
H3: product analysis found that motor damaged, o-ring worn and front and rear seal worn. H6: additional information suggest that g04063 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the device often not recognized by console. Sometimes runs unintentionally. No consequences or impact to patient. Additional information states that device did not start up immediately, but started up autonomously when it was in the pocket waiting to be used, but above all it was not recognized as m5 by the ipc, sometimes it said indigo, other times nothing at all.

Manufacturer narrative:
H3: product analysis found that the motor does not pass the hi-pot test and corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.